Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The lesion was located in the mid left anterior descending (lad) artery. Following deployment of another manufacturer's stent, the quantum maverick balloon was advanced into the side branch of the lesion, and ruptured at 12 atms on the first inflation. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.